Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the cutter could not be secured into the device and that there was an issue with overheating. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.